Event description:
The customer reported that the spectrum pump has system error 105 alarms. There was o patient injury reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The evaluation confirmed the reported symptom of "system error 105" caused by a failed motor. The motor assembly has been replaced.